Manufacturer narrative:
Results: the lens was received in an open box out of the lens carrier with visible dried solution on the optic. One haptic of the lens was found bent. Due to the conditions in which the lens was received, the cause for this malfunction cannot be determined.

Event description:
The haptic of the lens was found damaged upon the opening of the lens carrier.